Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient was seeing "funny screens" on the implantable neurological stimulator recharger (insr) for the past week or longer. When the patient visited the health care provider (hcp), it was noted that a poor communication message was displayed on the patient programmer. It was then stated that the patient did not have the patient programmer to check the device. The clinician programmer 8840 and implantable neurological stimulator recharger (insr) were then use to interrogate the implantable neurostimulator (ins), but no communication could be established. It was also mentioned that the coupling bar screen was not displayed when the patient was recharging, and a ping sound was heard. It was then stated that pinging appeared to be the insr was beeping as normal; the beeping stopped. When the green button was pressed, a reposition antenna screen was displayed. It was then confirmed that the patient last charged to full a couple of weeks ago so the health care provider (hcp) successfully initiated a physician recharge mode (prm). After 60 minutes, the hcp attempted to interrogate the ins, but a message saying the ins was completely discharged was displayed. However, it was confirmed that they were able to begin charging the ins with 4-6 coupling bars; the insr screen showed "the insr is getting fuller". It was then reported that once a button was pressed a power on reset (por) message was displayed so it was reviewed that the por message needed to be cleared for the patient to receive stimulation. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that they talked to the manufacturer representative (rep) support and were able to completely discharge and recharge the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.